Event description:
It was reported that during the patient's system explant on (B)(6) 2022 the s1 lead was fractured during the removal and two contacts were unable to be removed. Further surgical intervention is pending.

Event description:
Additional information received reports that the patient underwent a procedure on (B)(6) 2022 to remove the remaining lead fragment.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.